Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additionally information will be submitted within 30 days of receipt.

Event description:
The patient had a 33x3.0 cypher stent implanted in the right coronary artery. Indication for stent implantation was not st-elevation myocardial infarction. Approximately 7 months post stent implantation, it was discovered the stent had fractured. The fracture was not treated at the time. Three and a half years after stent implantation, the patient had a stent thrombosis. There is no information regarding how the thrombosis was treated. Patient was last followed up in 2007 and a myocardial infarction was reported. There is no information regarding the myocardial infarction.